Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the heat damaged the charged coupled device causing image problem during angulation. The most probable cause of this complaint is d02 - traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no image. There were no reports of patient harm.